Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient visited the emergency room (ER) due to high blood glucose (bg) levels of 417 mg/dl, while wearing the pod. Upon delivering bolus, insulin was noticed to be leaking out, the pod was removed and replaced. The cannula was noted to be bent and the infusion site was bleeding. At the hospital, the patient was given an insulin infusion.